Event description:
Customer stated that the articulating arm failed and the injector was found on the floor. Problem appeared to be related to a failure of the articulating arm (the metal cracked causing the injector to fall). No one was injured as a result of this however, the injector did hit one of the techs arm causing a bruise.